Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified shunt limb. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.